Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was in back-up mode. Upon pressing "continue", the programmer began to restore parameters, but then reverted to back-up mode. A software download was attempted, but telemetry could not be established. A second programmer was tried with the same results. Therefore, the device was replaced.